Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with sick sinus syndrome presented for replacement procedure. During the procedure, the device exhibited loss of pacing leading to pause due to influence of radio knife used during the procedure. Later, it was noted that the pacing recovered. The old device was explanted and replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.